Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record for the reported lot revealed no associated nonconforming material records (ncmr). Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified 90% stenosed proximal left anterior descending artery. Pre-dilatation was performed with a 2.0 x 15 mm unspecified balloon catheter. A 3.0 x 48 mm xience xpedition stent was deployed when an edge dissection was observed. Another xience xpedition stent was successfully used to cover the dissection. There was no clinically significant delay in procedure. No additional information was provided.